Event description:
It was alleged that during use on a patient blood backed-up the line and the pump alarmed "upstream occlusion" as designed. It was noted that a clave valve and prn adapter where also in use. There was no patient consequence.